Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1, ICD, implanted (B)(6) 2013; 407652, lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting diminished sensing and a slightly rising threshold. Oversensing and noise were also observed. Tachycardia therapies were programmed off and the patient is to be monitored through routine follow-up. The lead remains in use. No patient complications have been reported as a result of this event.